Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, t4 toric iol appears to have shifted by approximately 36 degrees. On the postoperative day one the lens was sitting at the 4-degree axis, and patient uncorrected visual acuity was 6/7.5 at that time. Patient has now presented with monocular diplopia and reduced vision. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).